Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010. Therefore, this report requires a 5 day MDR.

Event description:
According to the reporter: when the trigger was squeezed and the device opened, tacks did not release. The staff opened a new device and the same thing occurred. A different product was then opened to complete the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.